Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced "dizziness, trembling" and was unable to self-treat, requiring third-party treatment of glucose (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced "dizziness, trembling" and was unable to self-treat, requiring third-party treatment of glucose (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor data was reviewed and signal low error message along with a drop in glucose/temp values were observed, indicating that the user removed the sensor early. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced "dizziness, trembling" and was unable to self-treat, requiring third-party treatment of glucose (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.